Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (B)(4) failed functional testing and displayed user advisory (ua) 41 (patient temperature sensor failure). The root cause of the ua41 advisory message was the defective temperature sensor, likely due to the aging of the device. The autopulse platform was manufactured in september 2015 and is almost 6 years old, has exceeded its expected service life of 5 years. The defective temperature sensor was replaced to address the observed ua41 advisory message. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (B)(4) failed functional testing and displayed user advisory (ua) 41 (patient temperature sensor failure). No patient involvement.